Event description:
Event description guidant received information that this implantable transvenous defibrillation lead demonstrated oversensing of noise on the rate/sense portion of the lead when the patient takes deep breaths in. Valsalva manuvers and isometrics do not reproduce the noise. All lead measurements are normal and stable. When the sensitivity level was set to least, the noise was no longer being sensed. The dr. Is slightly worried that the insulation may have been nicked when suturing down the lead. No inappropriate episodes have been stored and no inappropriate therapy has been delivered.